Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing the pump failed a force sensor calibration check. The force sensor resistance value was found to be outside of specifications. Moisture was found on the force sensor plate. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of specification as a result of moisture ingress. This report is made based on results of investigation completed on (B)(6)2016.